Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or deficiencies were observed that would contribute to the soft cannula dislodging. A root cause for the reported dislodged cannula could not be determined. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged and damaged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod adhesive was not adhering well to the skin at the infusion site on the abdomen after more than 48 hours of wear despite wearing additional adhesive overlay. This led to the patient¿s blood glucose levels increasing above 250 mg/dl. Upon removal of the pod, the cannula was observed to be flat. There was no medical intervention reported in relation to this event.